Event description:
A (B)(6), male, contacted customer support to report that he had dropped his monitor. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (unit dropped) has been confirmed. Upon evaluation, the battery connector (j1) on the defibrillator board was found to be damaged. The root cause of the damaged battery connector cannot positively be determined, but was likely due to excessive force when the battery was mated with the monitor. No adverse event resulted from the broken battery connector. The pt was issued a replacement monitor.